Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. Heparin was administered and the transeptal puncture was performed. The activated clotting time (act) was greater than 200 seconds. A 20mm watchman flx laa closure device was deployed, but it was proximal, so it was recaptured and redeployed multiple times. As the transesophageal echocardiogram (tee) images were reviewed, it was noticed there was a thrombus on the face of the closure device. Aspiration was performed and the closure device was removed from the patient. Once it was outside the patient, a clot was noted on the inside of the fabric, but not outside. Another dose of heparin was given to the patient and the procedure continued. Another watchman flx laa closure device was successfully implanted. There were no patient complications.